Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the scope tested positive for hepatitis b. The user did not report any contamination or other serious deterioration in state of health of any person to which the scope could have been a contributory cause.

Event description:
Additional information was supplied by the customer.the customer reported the defect and the contamination, but it was missed in the local system service order¿later found by our loaner department. The device was serviced without direct indication of a contamination case, but according to repair service administration:"no special measures were needed for this case, as all devices are handled as potential contamination cases. The good practices described in the hygiene safety policy were followed."the device was sent to stock and stored¿this is when the loaner department found the missing information of contamination and sent the device back to repair service.the leak in the device was reported by the customer.the device was received with the defect allegation of "leak at distal end." The device was tested by an external institute, and the test result was negative. There was no report of infection.all devices are handled as potential contamination cases.the device was not used in any procedure after the culture test was performed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5, h4 the complaint is for the issue of "leakage at the distal end" and "contamination with hepatitis b." Olympus was not able to confirm the customer failure regarding contamination and the leakage at the distal end. Based on the results of the investigation, this case does not appear related to contamination or infection and appears related to a reported device damage or dysfunction. No positive hmi report from the customer was provided. The inspection by olympus didn't confirm the reported leak and contained fewer deviations. The olympus hmi was negative. The most probable cause of the complaint regarding contamination is cause traced to failure to follow instructions. However, after hmi test results, olympus was not able to confirm the customer request. The customer completed the hmi report and noted that the device was not used in accordance with the information for use (IFU)/label. The event can be detected/prevented by following the instructions for use, which state, "after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion 'reprocessing manual' with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." - "in general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.